Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic operating console did not provide the vacuum correctly during phacoemulsification mode and also exhibited sudden turn off. A system message was displayed. Procedure was completed on the same day without any patient harm.

Manufacturer narrative:
The company representative was unable to confirm or replicate the ¿vacuum issue.¿ however, upon reviewing the event log, the company representative was able to confirm a system message (sm) associated with the ¿shut down¿ was displayed but was unable to replicate it. Based upon the information obtained, the reported event(s) were found to be inconclusive. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system met specification. Based upon the information obtained, the reported event(s) were found to be inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).